Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that after 30 minutes, the lightsource intermittently makes chattering noise. Allegedly, the lightsource stays lit but then gets hot, making light flicker and then goes out.